Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call and the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0; hematocrit erro. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test results of 273mg/dl using the true metrix meter. The product is stored in the living room. The test strip open vial date is less than two months ago. Customer is feeling extreme fatigue. Customer stated that because she was unable to test using the meter she gave herself too much insulin causing ketoacidosis. She spoke to the doctor and he confirmed that she had ketoacidosis.